Event description:
Case description: investigation results: name: novopen 3, batch number: xug0742 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid; batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information investigation results were updated, imdrf codes were updated, narrative was updated accordingly. Final manufacturer's comment: 29-apr-2024: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid. H3 continued: evaluation summary name: novopen 3, batch number: xug0742 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the blood glucose before supper was 33 mmol/l [blood glucose increased] nothing was pushed, the insulin was not injected successfully [device failure] when the novopen 3 was used, the needle was not removed and the medication was stored with the needle on it after injection [product storage error] case description: this serious spontaneous case from china was reported by a consumer as "the blood glucose before supper was 33 mmol/l(blood glucose increased)" beginning on (B)(6) 2024, "nothing was pushed, the insulin was not injected successfully(device failure)" beginning on (B)(6) 2024, "when the novopen 3 was used, the needle was not removed and the medication was stored with the needle on it after injection(device stored with needle attached)" with an unspecified onset date, and concerned a 51 years old male patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "diabetes mellitus", novorapid (insulin aspart) (dose, frequency & route used- 22 iu, qd ( u in the morning, 7 u at noon and 6 u in the evening)-the novorapid was started from about 5-6 yeas ago and regimen #2: unk (injected 4 iu as supplement) ongoing) from unknown start date and ongoing for "diabetes mellitus". Patient's height: 164 cm patient's weight and body mass index (bmi) were not reported dosage regimens: novopen 3: not reported (started from about 5-6 yeas ago) to (B)(6) 2024; novorapid: not reported (started from about 5-6 yeas ago) to dossage regimen ongoing current condition: diabetes mellitus. (Since: 2010; type: not reported, the type was more likely to be type 1 diabetes mellitus.) Concomitant products included - insulin glargine on (B)(6) 2024, during injection before lunch, nothing was pushed. The insulin was not injected successfully. Then, the patient injected 4 u as supplement, the blood glucose before supper (blood glucose) was reported to be 33 mmol/l. The patient suspected that the increased blood glucose was caused by the malfunction of novopen 3. On (B)(6) 2024, the blood glucose returned to normal level. The fasting blood glucose (fasting blood glucose) was 3-5 mmol/l. The post-prandial blood glucose (blood glucose) was 7-9 mmol/l. Since an unknown date, when the novopen 3 was used, the needle was not removed and the medication was stored with the needle on it after injection. Batch numbers: novopen 3: xug0742 the reported batch number for "novopen 3: xug0742" cannot be validated. Novorapid: unk, unk action taken to novopen 3 was reported as product discontinued. Action taken to novorapid was reported as dose increased. On (B)(6) 2024 the outcome for the event "the blood glucose before supper was 33 mmol/l(blood glucose increased)" was recovered. The outcome for the event "nothing was pushed, the insulin was not injected successfully(device failure)" was not reported. The outcome for the event "when the novopen 3 was used, the needle was not removed and the medication was stored with the needle on it after injection(device stored with needle attached)" was not reported. No further information available. Event abated after use stopped or dose reduced?- doesn't apply event reappeared after reintroduction? - doesn't apply